Event description:
A caller reported a malfunction on a pump, identified by malfunction code malf 0, but no notable events occurred prior to the issue. The incident did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset instructions, assisted with resetting the malfunction, and confirmed that the malfunction code did not recur afterwards. The customer was advised to continue using the pump and to report back if the issue recurs, which the customer acknowledged and understood.